Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 946 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include very confused, couldn't walk and afib. The patient was treated with insulin drip. The patient was prescribed amiodarone 1 tab bid, eliquis 1 tab bid, coreg bid, 12.5 mg, doxepin 10 mg, losartan 1mg bid. The patient was released three days later. The pod was worn when seeking medical attention.